Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the caller to revert to back up plan. The customer's blood glucose reading was 322mg/dl. Troubleshooting was performed. Assisted the mother with rewind/prime, but the insulin pump did start and then stopped. No further information was provided.